Event description:
The caller reported that the t:slim x2 pump battery was not charging, and the pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.